Manufacturer narrative:
This report is submitted on august 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the ear canal and subsequently the device was explanted (date not reported). There are plans to reimplant the patient with a new device but this has not occurred as of the date of this report.